Event description:
It was reported that the insulin pump had condensation and the buttons were not working. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump up arrow button did not respond due to corroded keypad trace. The insulin pump had moisture damage on electronics. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.